Event description:
It was reported that a peritoneal dialysis (pd) patient is currently on antibiotics to treat peritonitis. Additional information was obtained through follow-up with the clinic. The patient was seen in the clinic due to cloudy pd effluent, slow drains, and low ultrafiltration (uf). A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency and duration unknown). The pd culture resulted positive for staphylococcus epidermidis. The patient¿s antibiotics were adjusted to vancomycin every 5 days (dose and duration not provided). The ceftazidime was discontinued. The cause of the peritonitis was attributed to touch contamination by the patient. The pdrn confirmed the patient lacks hygiene measures. The patient continued pd therapy utilizing the liberty select cycler. The peritonitis event was the cause of the slow drains.